Event description:
It was reported that during device follow up, premature battery depletion was observed on the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.